Event description:
After a guided procedure, a nobel biocare nobel active implant was placed in a flapless manner in the anterior maxillary central incisor location and was found to be outside the buccal plate. A review of the yomi system's log files did not indicate any system malfunction. The implant's instructions for use were also reviewed which contraindicated the use of this implant for replacing central incisors in the maxilla. This event is therefore being attributed to off label use of the specified implant manufacturer's contraindication statement. The implant is not manufactured by neocis. This report is being filed in an abundance of caution to be in compliance with the MDR regulation.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.